Manufacturer narrative:
The fph flexitrunk interface is designed to deliver non invasive positive pressure ventilation to a spontaneously breathing patient weighing up to 10 kilograms in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. The bc3020 nasal prongs are designed to be used with the flexitrunk interface. The complaint flexitrunk infant interface nasal prongs was not returned to fisher & paykel healthcare for evaluation and the investigations is still under way. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the fisher & paykel healthcare (fph) bc3020 nasal prongs would leak and become disconnected from the flexitrunk infant interface. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The fisher & paykel healthcare (fph) infant nasal CPAP prongs are a type of infant interface intended to deliver CPAP. Actions taken by manufacturer: a root cause failure investigation and a CAPA are under way to determine why the affected nasal CPAP prongs have disconnected during use and to determine corrective and preventative actions. A recall was initiated on 11 april 2014 to remove affected nasal CPAP prongs from the market and is currently being reviewed by the cdrh's division of international compliance operation. Fph is issuing this voluntary recall notice because it has received customer reports relating to certain lot numbers of certain models of nasal CPAP prongs detaching from the flexitrunk nasal tubing. The nasal tubing is not affected by this recall. The complaint nasal CPAP prongs were not returned to fisher & paykel healthcare in (B)(4) for investigation. A visual inspection from the fisher & paykel healthcare representative confirmed that these were part of the affected prongs. A medical device recall letter has been sent to this customer in (B)(6).

Event description:
A hospital in (B)(6) reported that the fisher & paykel healthcare (fph) bc3020 nasal prongs would leak and become disconnected from the flexitrunk infant interface. No patient consequence was reported.